Manufacturer narrative:
This is a combined initial/final report. This device has been identified for a fsca which was initiated in may 2020. FDA reference is (B)(4). FDA recall number is z-2399-2020. Recall event ID: (B)(4), recall classification: class 2. An investigation was performed on an in-house microscope of the same type as the affected field unit. Results revealed that the device operated within specification (voltage range of 120 v +/- 10%). However, the device failed when the voltage input was lowered further (e.g. 106 v). Therefore, the problem can be traced to the lowered power supply input (e.g. Power dip equal to or lower than 106 v) to the surgical microscope. For details refer to health hazard evaluation hhe - CAPA (B)(4).

Event description:
Leica microsystems ((B)(4)) received a complaint from USA stating that the arveo shut down during a surgery. The microscope was powered up again without any further issues. The surgery was completed with the same device. There was no patient injury.